Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter did not last the full 3 month life expectancy. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. The complaint confirmation could not be confirmed via data. A root cause could not be determined.